Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was unable to be interrogated. Multiple attempts to interrogate the device with the telemetry wand were unsuccessful. The device remains implanted at this time as the patient is awaiting a heart transplant and will be explanted during the procedure.